Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient experienced a hyperopic refractive surprise or unexpected post-op refraction after implanting tecnis pcb00 20.0 diopter (d) in his left eye (os). It was noted also that patient has decreased visual acuity. As a result, lens had to be explanted on (B)(6) 2018 and replaced with tecnis pcb00 21.5 d os. Patient was doing fine when discharged. Visual acuity pre-op (pre-initial implant): 20/50+2; visual acuity post-op (post-initial implant): 20/150; visual acuity post-op (post-replacement): 20/200; patient was prescribed with besivance, lotemax gel and prolensa. No additional information provided.